Event description:
It was reported that a patient death occurred. The patient presented to the emergency room (ER) with myocardial infarction, left ventricle (lv) dysfunction, and coronary angiographic-triple vessel disease (cag-tvd). An emergency percutaneous transluminal coronary angiography (ptca) was performed on a left anterior descending artery (lad) and left circumflex artery (lcx). A 2.50 x 28 synergy stent and a 2.75 x 20 synergy stent were deployed in the proximal lad. A 2.50 x 24 synergy stent was deployed in the lcx. Post procedure, the patient was on a ventilator. After one hour post ptca, the patient developed cardiac arrest. An attempt to retrieve the life of the patient was performed, but the patient unfortunately passed away. It was noted that the incident did not occur due to the deployed stents. The cause of death was due to acute myocardial infarction (mi). It was further reported that the patient symptoms and status at the time of incident were chest pain, unconscious, and acute myocardial infarction. The patient was stable after the procedure, but the patient passed away one hour post procedure. The documented cause of death was cardiac arrest post procedure. An autopsy was not performed.